Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for spinal pain. It was reported that on the date of this report, the full system of the pump and catheter were removed. It was reported the patient had an infection which resulted in an emergency surgery.